Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open and became unresponsive. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: he believes this was over a month or two ago. He will try to talk to the nurse that had the case for additional information. There was no injury to the patient. The tissue was not stuck, the issue was when they tried to open the jaws after, it did not respond.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The grip ring was in place, and the grip cable was tight as expected at the proximal end. The instrument passed seal and cut tests upon testing. The instrument was fully functional and no physical damaged observed that would have caused the failure reported. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis engineer (fae) observed one homing complete event for this instrument. No other events were observed in logs. The instrument appears to be used only for about 9 seconds. Nothing from the logs explains why the jaws would not open.